Manufacturer narrative:
A review of the complaint history record was performed for the sn (B)(4) which did not confirm similar complaints with the same or related failure mode for this customer. A review of the device history record showed the device had a manufacture date of 06/11/2014. The review was performed from the date of manufacture to the date of product release for distribution. A review of the device history record in sap for sn (B)(4) was performed which confirmed that this device was not involved in a production failure which correlates to the customer reported issue.

Event description:
It was reported that the device needed a new front and rear case, and handle. There was no patient involvement.

Event description:
It was reported that the device needed a new front and rear case, and handle. There was no patient involvement.

Manufacturer narrative:
This device was evaluated and repaired through the service repair process. Upon visual inspection the service technician noted that they replaced front cover, rear case, left/ right handles, barrel clamp, tube drive, sleeve drive, wiper seal, spring latch, small/ large claws, left/ right iui's and lower housing. Plunger gripper recall completed. Performed calibration. A review of the device history record showed the device had a manufacture date of 06/11/2014. The review was performed from the date of manufacture to the date of product release for distribution. A review of the device history record in sap for sn (B)(6) was performed which confirmed that this device was not involved in a production failure which correlates to the customer reported issue. A review of the complaint history record in trackwise and sap was performed for the sn (B)(6) which did not confirm similar complaints with the same or related failure mode for this customer. There are CAPA #'s noted for the following parts replaced that have an already existing CAPA 1604765 syr rear case. CAPA fi-2017-0015 syr gripper not auto closing. CAPA ca-2018-0161 iui conn issues.